Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the insertion tube (ig coil) has the coating peeling for an area more than 1 millimeter square. The ig coil resin coating has fallen off in places. This is attributed to deterioration. Other observations for the device: due to a cut on connecting tube, water tightness is lost; due to wear of angle wire, bending angle in up direction does not meet the standard value; objective lens and light guide lens have discoloration; distal end rubber coating (a-rubber) has slack and cut; adhesive on a-rubber has a chip; indication of light guide connector is unclear; venting connector under grip is shaved; image guide bundle has significant breakages; and eyepiece and control unit have a scratch. The users complaint of insertion tube damage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of insertion tube section damage issue. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that the insertion tube (ig coil) has the coating peeling for an area more than 1 millimeter square. The ig coil resin coating has fallen off in places. This is attributed to deterioration. This medwatch is being submitted for the reportable issue of the ig coil coating peeling and parts fallen off as observed during device evaluation.

Event description:
Addendum dec 23, 2022: customer reported event occurred during reprocessing after sterilization. There was no patient involvement. No fragments fallen from the resin coating of the insertion part fell in a patient. Other details of the event are not known.

Manufacturer narrative:
Additional information has been received for this event. There is more information for the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. There was no repair history for the device. The root cause of the peeling of the coating on insertion tube and resin parts falling off cannot be conclusively determined. It is likely, that it was caused by stress of repeated use, external factors, or handling.